Manufacturer narrative:
The device was returned to olympus for inspection and the reported damaged cable failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide (lg)-bundle of the insertion section was broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lg-bundle of the insertion section is broken and therefore the light transmission is not given or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the video telescope had a damaged, cut and overstressed cable, which exhibited that the light guide (lg) bundle of the insertion section was broken. There was no report of patient harm.